Event description:
A malfunction was reported on a pump, but there was no adverse impact on the customer's blood glucose level. The technical support team provided the caller with information on how to reset the pump and assisted in the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.